Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review results will be reported once completed. Despite multiple follow-ups with the healthcare provider, no additional information was provided such as the reason for explant, operative report, and device status; therefore, no further investigation can be performed into the root cause of this event.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the device was explanted due to aortic insufficiency (ai). It was indicated that the patient had moderate ai on echo. Due to patient privacy regulations, the health-care provider was not able to release any additional information (e.g. Operative report, discharge summary, etc.). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Unfortunately, the edwards device was not returned for analysis. Without return of the device, the reported event cannot be confirmed. No further actions are possible at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' aortic bioprosthesis was explanted after an implant duration of approximately 135 months, and replaced with another edwards' valve. The reason for explanting the device was not provided despite multiple follow-up attempts with the healthcare provider.